Event description:
A report was received that the patient was unable to charge. The patient elected to have the entire system removed instead of troubleshooting. The patient is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50 serial # (B)(4) & (B)(4) description: st linear lead, 50cm with pre-loaded 0.014 inch stylet; model # sc-4316 serial # (B)(4) description: clik anchor the explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation of the devices found that no anomalies or deviations potentially related to the event occurred during manufacturing.